Event description:
A malfunction alarm was reported, but no notable events occurred beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on resetting the pump and assisted the customer in resetting it, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.